Event description:
This is a report of a patient who experienced and was hospitalized for shortness of breath coincident with therapy for peritoneal dialysis. Dianeal therapy was discontinued and the patient began hemodialysis. The treatment information was not reported. It was unknown if the patient recovered from the shortness of breath. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device service history was performed and revealed no issues that could have caused or contributed to the reported event. A review of the device history showed the device has been reconditioned/serviced since its original manufacture date. The cause of the reported event could not be determined.